Event description:
It was reported that the right atrial (ra) lead was explanted due to high thresholds. The cause of the high thresholds is unknown, however, the boston scientific representative noted that the patient fell at one point and could have altered the lead. The lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.